Event description:
A hospital in (B)(6) reported via our distributor that two pins were damaged on the heater wire of an rt340 adult breathing circuit. This was found before use on a patient.

Event description:
A hospital in (B)(6) reported via our distributor that two pins were damaged on the heater wire of an rt340 adult breathing circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuit is currently en route to fisher & paykel healthcare (B)(4)for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuit was not received at fisher and paykel healthcare (B)(6). All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user.